Event description:
The device was used during a subtotal gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and manually sutured to complete the procedure.